Event description:
It was reported that the tip of the pin broke while drilling and is stuck to the bone. This happened during an acl surgery procedure. The surgery went well with a second drill pin and no second surgery scheduled.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. One device returned with no packaging. Distal tip is broken off where the spade feature and the shaft intersect. There are scuff marks at the proximal end of the shaft which appears to be rubbing on an outer shaft. The shaft is not bent when checked on a surface plate. There is material deformation on opposite sides of the broken surface. Material is deformed at the same direction on both sides indicating torsional failure. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the tip of the pin broke while drilling and is stuck to the bone. This happened during an acl surgery procedure. The surgery went well with a second drill pin and no second surgery scheduled.